Manufacturer narrative:
Summary of evaluation: as received, the returned bone screw is broken at the root diameter of the second thread. Sem analysis revealed an inter granular overload fracture. The score marks present on the screw threads would suggests the fracture was caused by a torsional overload condition created by the screw binding on the cup wall. A review of the device history record revealed no discrepancies were reported during manufacture.

Event description:
The screw broke during the surgical procedure. There was no adverse consequence or delay in surgery or anesthesia time.